Event description:
Information received from the field notes that during an office visit, telemetry was lost when the patient moved during interrogation of the device. The patient's family and the physician had agreed not to change the device due to the patient's poor health. The device was supplying pacing support.